Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch rec'd that stated: "a power injector was connected to the hospira tubing and no problems were noticed. When using power injection for scan, pt stated that they felt something went on their arm. There was fluid on the pt's arm, but most of it was on the table. There was a slit in the tubing. The tubing was changed out and the exam was finished. The industry standard for CT power injectors is 300 psi. This particular extension set and connector are both rated for 300 psi. There were marks on the tubing consistent with the tubing being bent or clamped at the infiltrated/burst point. The tubing simply gave way to the increased pressure under injection. The MFR suggested the following re-education for staff: make sure the line is patent, flushes easily, the IV site does not appear infiltrated externally, and that the extension tubing is not clamped prior to injection." Upon further query, the following information was provided that indicated, the tubing split when used with a power injector. After an unspecified length of time in use, the tubing split at an unspecified location. The spill was cleaned up according to the hosp's protocol. The tubing set was replaced and the procedure was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.